Event description:
Dr called to report he had to remove an implant from a patient that was in 3 pieces. Wanted to know if this has ever happened before and what was our current market share. He wanted to know this so he would know who to buy implants from next time. FDA safety report ID # (B)(4).